Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife stated that patient was on hospice care due to liver and kidney failure. Patient's wife reported that she found the patient unconscious, and that the patient had passed away. Patient was not wearing dexcom equipment at the time of death. A copy of the death certificate is not available. No additional event or patient information is available. There was no alleged device malfunction. It was stated that patient expired from liver failure and kidney failure. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.